Manufacturer narrative:
D10 concomitant product: gia6038l, gia6038l gia 60-3.8sgl use loading unit (lot# p4c0980). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the reload was found to be empty. The issue was identified during the set-up phase before firing. To resolve the issue, a new loading unit was taken and the device was replaced. There was no patient involved.